Event description:
Right subtotal thyroidectomy which requires intraoperative laryngeal nerve monitoring. During the case the nerve integrity monitor (nim) began alarming consistently from the left sided set of leads. After some trouble shooting, the left sided lead set was turned off as it was not required for the right sided surgery. The nim functioned for the duration of the surgery with the right sided lead set functioning appropriately. The nim was removed from clinical use for servicing. The machine was found to be fully functional. Two other nerve integrity monitor issues the same week on other patients having surgery with two other physicians. Nim sn (B)(4). FDA safety report ID# (B)(4).